Event description:
According to the operative report, the pt discontinued their coumadin approx seven years ago. The pt did "well" until recently. Pt developed progressive shortness of breath and congestive heart failure. Echo demonstrated prosthetic aortic stenosis and some leaflet motion abnormality. Intraoperatively, there was thick endocardial pannus growing over the sutures. After the valve was excised, a significant amount of subvalvular undergrowth was "emanating" from the endocardium near the area of the junction of the right coronary cusp and left coronary cusp. The surgeon stated the placement of the 19mm valve was significant "prosthesis size patient mismatch". The valve was replaced with a 21aj-501.